Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the suction loss in the right eye of a patient, during refractive surgery. The treatment was switched to photo refractive keratotomy. There are multiple related reports for this facility. This report addresses the patient (B)(6) right eye and other manufacturer reports will be filed.